Event description:
It has been determined that an error exists in the risk mitigation for the following cause: deferral not posted based on question responses. When the following conditions occur: the donor utilizes the srq module (bbc084) and enters a response which should result in a deferral. The question doesn't require a follow up question to be presented to the screener in function #087. The screener presses the f10 key to jump directly to the questionnaire summary screen followed by pressing the f2 to update the record. The screener doesn't review the individual question detail records in function #087. The following error message is not being displayed: 'bbcs-4585 a response has not been recorded for all required questions'.

Manufacturer narrative:
The risk mitigation has been repaired by: expanding the edits for error message bbcs-4585 to include verification that responses which require screener intervention are performed. The questionnaire summary has been enhanced to display suggested deferrals related to non-reviewed questions. No known adverse events have occurred as a result of this issue. There is no direct impact on pt care. Proposed strategy: all direct contacts have been notified and device correction has been shipped. Eval summary: bbcs has evaluated the device and determined that the program is working as designed. The design requires modification to the user interface.